Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, patient underwent intervention procedure (B)(6) 2012 to repair periprosthetic fracture. The hip remained implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or related deviation.there are warnings in the package insert that state that this type of event can occur: under warnings, "postoperative bone fracture and pain." This report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-01901).